Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient called medtronic stating that she is scheduled for and MRI and her spinal cord stimulator (scs) has not been charged for several months. The device is in overdischarge and patient will set up time with physician and medtronic will attempt first device reset. Additional information was received from the patient reporting that they have not charged the ins is "8 months or maybe even longer." The patient verified "I am not sure if it was even last year." The patient is supposed to have an MRI of the head not related to the medtronic device or therapy on february 9, 2021 but they are talking about canceling the appointment because the patient is not able to charge the ins to put it into MRI mode. The patient stated the ins was charged at one point (patient does not know date or year) and then she went to work and the stimulation turned off and the patient was not able to charge it. The patient stated she was getting the poor communication screen she thinks and her pain doctor's office is closed and she was not sure who to contact. Patient services reviewed overdischarge and redirected the patient to their healthcare provider (hcp) to further address the issue. If the patient is still having issues connecting to the ins to charge, the patient will call back. The patient's relevant medical history included the patient stating she walks so much better with the ins and therapy and she can walk without her cane and because she hasn't been able to walk she has gained 30 pounds.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative saw the patient in clinic and did a trickle charge to resolve the issue.

Event description:
Additional information was received. It was reported the patient had an appointment scheduled for (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.